Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris closed male luer had leakage. The following information was provided by the initial reporter: we¿ve been receiving multiple reports of leakage from the texium tip again. Additional information received from the customer: what was the issue you experienced? Leakage from the tip impact or clinical event that occurred to the patient, healthcare provider or user: the patient woke up due to leakage from the tip. Safety impact was not measured. Couldn¿t estimate the amount of leakage. Both safety and efficacy concerns with leakage and less dose administration than intended. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Not able to assess the adverse events or serious harm caused by administering less dose than intended.

Manufacturer narrative:
Three samples model 10012241-0500, lot 25055184 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were pressurized with air under water at 30 psi. All 3 leaked at the male luer of the texium. The customer complaint was verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.